Manufacturer narrative:
System was used for treatment. Kit lot d726 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories occlusion patient alarm, system error 183: centrifuge speed too slow, leak centrifuge alarm and centrifuge bowl leak/break and no trend was detected for either of these categories. However an issue review investigation has been initiated for complaint category centrifuge bowl leak/break. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4) device not returned.

Event description:
Customer called to report system error 183. Customer stated that she was in cycle 2 when she received an occlusion patient alarm and stopped the instrument to revise the line. Customer reported that when she re-started the instrument she received the system error 183. Customer reported that she verified that the centrifuge locking screw was tight and during troubleshooting customer reported they received a blood leak alarm. Customer reported that she opened the centrifuge door and could see "a little spatter". Customer aborted the treatment. Patient reported to be in stable condition. Customer will not return product for investigation.